Event description:
Allegedly, patient was revised due to head/socket mismatch - head. Revision njr number: (B)(6). Side: l. Primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.